Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed the cgm glucose was showing hypoglycemia on the reported event date, and a new cgm sensor confirmed hyperglycemia after the sensor was replaced. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by inaccurate dexcom g7 cgm values, leading the ilet to decrease and suspend insulin delivery in response to the incorrectly low glucose readings.

Event description:
On (B)(6) 2024 an ilet user's daughter reported the user experienced a high blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user's daughter called to report that they received low alerts from the ilet app while not being together. Concerned for her mother's safety, the daughter called ems for a check. While on the line, the user's niece joined the call and informed the agent that although the dexcom g7 continuous glucose monitor (cgm) sensor read 42 mg/dl, ems confirmed the actual blood glucose was 600 mg/dl. The agent advised the family to change the sensor and disconnect the user from the ilet for at least two hours if they provided backup therapy. Later the same day the daughter inquired about the insulin dosage with the newly connected g7 sensor, which was replaced by security guards at the independent living facility where the user resides. The user did not go to the hospital, and her bg remained high. The daughter requested guidance on administering backup therapy and a meal announcement, despite the agent advising against the meal announcement due to the risks of improper dosing. Nevertheless, the daughter insisted and completed the steps for a "more than" meal announcement to provide a quick insulin dose. The user reported feeling fine during the incident, with no immediate health effects noted.